Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2 unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary this investigation has been updated because the malfunction code changed from tubing connector is cracked, split, deformed, leakage may occur to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 30-aug-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/mar/2026 against "lot number" "5388337" and similar malfunction codes leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 5388337 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "5388337" and similar malfunction codes leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, I tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5388337 was manufactured according to work instruction (wi) version 45 and manufactured in the m10 on 13/jun/2022 with a total of (B)(4) units. The sub-assembly: welding the lot 5390762 was manufactured according to the wi- version 28 and manufactured in the welder ls11, ls07, ls06 on 12/jun/2022, with a total of (B)(4) units. The lot 5378380 was manufactured according to the wi-version 28 and manufactured in the fx04 on 29/may/2022, with a total of (B)(4) units. The lot 5378381 was manufactured according to the wi- version 28 and manufactured in the fx04 on 31/may/2022, with a total of (B)(4) units. The sub-assembly: gluing of connector the lot 5390698 was manufactured according to the wi-4905088 version 33 and manufactured in the pegado 3 on 11/jun/2022, with a total of (B)(4) units. The lot 5385090 was manufactured according to the wi-4905088 version 33 and manufactured in the pegado 9 on 08/jun/2022, with a total of (B)(4) units. The lot 5389735 was manufactured according to the wi-4905088 version 33 and manufactured in the pegado 3 on 25/may/2022, with a total of (B)(4) units. The lot 5390682 was manufactured according to the wi-4905088 version 33 and manufactured in the pegado 3 on 28/may/2022, with a total of (B)(4) units. The lot 5390685 was manufactured according to the wi-4905088 version 33 and manufactured in the pegado 3 on 30/may/2022, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5390732 was manufactured according to the wi-version 53 and manufactured in the spot 05-06 on 12/jun/2022, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was tubing connector. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.